Event description:
It was reported that the patient was unable to set the ipg to MRI mode due to high impedances on one lead; furthermore, it was reported that the patient experienced shocking. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025. It is unknown which lead caused/contributed to these events.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137454.